Event description:
It was reported to hp that during a call involving a patient in cardiac arrest, the unit would not allow the crew to defibrillate the patient while using the hands free cable and pads. The fire department on the scene was able to shock the patient with their AED. The patient converted to a non-treatable rhythm and was transported to a hospital where he was pronounced. The pads were discarded.